Event description:
It was reported that when the pt was implanted his implant was too close to the pinna. Due to the pt's growth, the situation has become worse and the coil could no longer remain in place properly as it was moved by the pt's speech processor. Even though the implant was still working within specification, it was decided to re-implant the pt due to the implant being a thick film device and the possibility that the implant could be damaged during repositioning surgery. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.